Event description:
We received an allegation of a display issue with a coaguchek xs meter. The date of event is an approximation. The reporter stated that approximately 1 year ago the meter display flickered and faded so that only half of the results field was visible and "some" of the icons were missing. The reporter cleaned the battery terminals in the battery compartment at that time even though they were clean and inserted new batteries. Afterwards, the meter display was complete until recently when it stopped showing "am/pm" and parts of the digits making up the time. Upon completion of a display check, all segments in the results field were present but segments were missing from the first and last digits of the time fields and "am/pm" were missing. The reporter has not had any recent issues viewing meter results. The last result in the meter memory was 1.9 inr and the date along with the units of inr were displayed.

Manufacturer narrative:
Occupation is patient/consumer. The meter has been exposed to hot and cold temperatures when it was stored in the car in the past; the reporter states the meter has been in temperatures up to 100 degrees f and condensation may be inside the device. The battery compartment was clean and dry and no corrosion was noted by the reporter. The strip guide was also clean. The meter was requested for investigation.

Manufacturer narrative:
The customer did not return the meter. Since the product was not returned for investigation, the cause of the event could not be determined.

Manufacturer narrative:
The meter was received for investigation. Investigation of the meter found several segments in the upper area of the display screen failed completely. The results field was not affected by this issue. Further investigation found that the battery compartment was contaminated by a leaked battery and the circuit board was contaminated due to penetrated liquid which affects some of the conductive rubber contacts. The investigation determined the root cause of the display issue was contamination of the contacts due to improper handling or maintenance by the customer.